Event description:
This info was reported as a customer complaint. Vasoseal was used following a diagnostic catheterization procedure. The physician experienced difficulty dilating and removing the wire. During deployment, the sheath separated from the hub. The physician was unable to remove the sheath. A cardiovascular surgeon was consulted, and was unable to remove the sheath. The pt was discharged with sheath left in groin.